Event description:
I was using a tandem tslim x2 insulin pump for my type 1 diabetes. I switched to the tandem mobi system to replace my tandem tslim x2. I had very good glucose control with the tslim x2 but desired a more portable insulin pump. I notice issues with my glucose control with the use of the tandem mobi. My glucose would not respond to the insulin bolus to correct a rising blood glucose or when consuming carbohydrates. I would experience hours of high glucose levels over 200 and would then experience a sudden drop in my glucose levels hours later. I believe the tandem mobi was not infusing the insulin which caused the prolonged high glucose levels then the low glucose levels when the insulin was eventually infused. I attempted to change infusion site, types of infusion mechanisms (ie. True steel, xc 90, soft set 30) and also trying different insulin bottles in case I had bad insulin. My endocrinologist placed me on ozempic thinking I may have become insulin resistant. All of these resulted in no change in my diabetic glucose control. My last resort was to switch back to my tandem tslim x2 pump. When I stopped using the tandem mobi and switched back to the tandem tslim x2 pump, my blood glucose levels normalized within 24 hours. I believe the tandem mobi pump has an issue with the insulin infusion mechanism which results in delayed infusion of the insulin. I am a physician and a diabetic of 35 years. I do not make claims like this unless I feel there is some substance to this claim. When I contacted tandem, they did not feel this was an issue. I would like this claim documented in case there are other diabetics who are experiencing the same issue with the tandem mobi pump.